Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached recommended replacement time (rrt) with unexpected longevity. The device is scheduled to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated leakage in an integrated circuit. Analysis determined that depleted battery was due to high current drain in the hybrid. The cause of the high current was a defective l303 ic. The defective l303 was identified through photoemission microscopy.